Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced an urgent low glucose event with a measured blood glucose of 52 mg/dl while using the ilet system, with no recent physical activity, medication changes, supply changes, meal announcements, or correction doses reported. Symptoms included hypoglycemia. Outcomes included treatment with fast-acting oral carbohydrates with recovery to target range and no hospitalization. Troubleshooting and education were completed with the patient. Investigation included a review of the event details and patient-reported use. Investigation of this case revealed no device malfunction reported and no identifiable contributing factor based on available information. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.